Event description:
The customer reported the system would not boot up or power up at the beginning of a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated all circuit boards, connectors, and fuses. System operates as intended. (B) (4)